Manufacturer narrative:
Visual inspection of the device showed no visual defects. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Electrical continuity test was performed and the device was found within specifications. No shorts or opens were detected. The ablation was verified by using the maestro generator 4000 and metriq, and the device was found within specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav stablepoint open-irrigated catheter was atrial fibrillation ablation procedure. It was confirmed that the same amount of flow was ejected from the six irrigation holes and there was no problem during preparation. An abnormal flow rate alert occurred on the pump before insertion of the catheter into the body. Flushing was performed again and irrigation was now not consistent between the six irrigation holes. The procedure was completed by replacing the catheter. The device has been returned to boston scientific for analysis.

Event description:
It was reported that a intellanav stablepoint open-irrigated catheter was atrial fibrillation ablation procedure. It was confirmed that the same amount of flow was ejected from the six irrigation holes and there was no problem during preparation. An abnormal flow rate alert occurred on the pump before insertion of the catheter into the body. Flushing was performed again and irrigation was now not consistent between the six irrigation holes. The procedure was completed by replacing the catheter. The device has been returned to boston scientific for analysis.